Manufacturer narrative:
Upon receiving the lead at our post market quality assurance laboratory, a visual inspection was conducted. The helix was found to be extended and stretched out, with dried blood and tissue present in the helix housing. Examination of the lead body revealed cuts in the insulation, likely caused by explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The allegations of helix difficulty and a damaged/defective electrode end were confirmed based on the field report and the observation of the stretched helix tip. However, the analysis could not confirm the self-retraction of the helix while implanted. The investigation concluded with a code of known inherent risk of device, as the reported issues are covered by the instructions for use. It can be concluded that expected or well-understood factors most likely contributed to the event.

Event description:
It was reported that during a routine follow-up visit, this right atrial (ra) lead exhibited high capture thresholds. Upon fluoroscopy, it was observed that the helix had self-retracted; however, the lead was still in the desired position. Surgical intervention was performed and noted that when the physician attempted to pull slightly on the lead, it moved out of place. This occurred without rotation of the helix mechanism. The helix could not be re-extended after numerous attempts. The lead was removed from the patient and was tested on the table. The helix mechanism was extended after 20 rotations were performed; however, it was noted that the helix was damaged. Subsequently, the lead was replaced with a competitor's product. No additional adverse patient effects were reported, and the patient was stable. This lead was received for investigation. Device technical analysis is included in this report.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up visit, this right atrial (ra) lead exhibited high capture thresholds. Upon fluoroscopy, it was observed that the helix had self-retracted; however, the lead was still in the desired position. Surgical intervention was performed and noted that when the physician attempted to pull slightly on the lead, it moved out of place. This occurred without rotation of the helix mechanism. The helix could not be re-extended after numerous attempts. The lead was removed from the patient and was tested on the table. The helix mechanism was extended after 20 rotations were performed; however, it was noted that the helix was damaged. Subsequently, the lead was replaced with a competitor's product. No additional adverse patient effects were reported, and the patient was stable. This lead is expected for return. Additional information: the field representative indicated that the lead was sent for return; however, it has not been received for analysis. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that during a routine follow-up visit, this right atrial (ra) lead exhibited high capture thresholds. Upon fluoroscopy, it was observed that the helix had self-retracted; however, the lead was still in the desired position. Surgical intervention was performed and noted that when the physician attempted to pull slightly on the lead, it moved out of place. This occurred without rotation of the helix mechanism. The helix could not be re-extended after numerous attempts. The lead was removed from the patient and was tested on the table. The helix mechanism was extended after 20 rotations were performed; however, it was noted that the helix was damaged. Subsequently, the lead was replaced with a competitor's product. No additional adverse patient effects were reported, and the patient was stable. This lead is expected for return.